Manufacturer narrative:
The device was not returned to physio-control so the reported issue could not be verified. The customer was provided with a replacement battery, resolving the issue. The root cause of the reported issue is most likely the battery.

Event description:
A customer contacted physio-control to report that their device's battery had depleted and the device would not power on. It was also observed that the readiness indicator was not flashing. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device's battery had depleted and the device would not power on. It was also observed that the readiness indicator was not flashing. There was no patient use associated with the reported event.